Manufacturer narrative:
A ge representative evaluated the system and replaced a cable and the image processor. The system operates as intended.

Event description:
The customer reported a loss of the live fluoroscopic x-ray image. There is no report of pt injury or death.